Event description:
A customer reported several instances of low blood glucose levels since receiving a new pump, with the lowest level being 44 mg/dl. Cause was not known. The customer took corrective action by consuming carbohydrates. Technical support recommended consulting a healthcare professional to discuss factors affecting blood glucose levels.